Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure, neuromonitoring indicated some neurological deficit. The procedure was stopped and the patient has recovered without sequelae.